Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. (B)(4). The carefusion field service tech evaluated the unit, verified the complaint and determined that the cause of the reported event was a malfunctioning gas delivery engine (gde). The carefusion field service tech replaced the gas delivery engine (gde) and ran the device through an extended systems tests (est) and operational verification tests (ovp) per the service manual to ensure the device is operating per factory specs. Upon completion the device was returned to the user facility's control ready to be placed back into service. The alleged faulty gas delivery engine (gde) was received into the carefusion factory service dept on (B)(6) 2015 and staged for eval. Once the eval is complete, carefusion will submit a follow up medwatch report.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. "No pt involvement, happened during check out prior to use. Alarm banner messages: vent inop, not ventilating, safety valve open. Error log entries: bad cal blender, bad ID blender, header error blender with many other associated entries as pneumatics module ftc, and repeated errors dealing with no flow or volumes. This could be as simple as the main blender cable on the front right side of the gde needs to be reseated or it could be the gde."